Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the sensor was inserted and after a few hours of the sensor session the patient notice that her cgm reading was 54 mg/dl. The patient self-treated but the cgm reading didn´t increased. She started feeling dizzy and almost about to throw up. There was no bg reading taken during the event, but her daughter in law called the ambulance. When the paramedics arrived, they took a bg reading which was 242 mg/dl and the cgm reading was 54 mg/dl. The patient was taken to the hospital and there they monitored the bg levels and the patient was treated with insulin by the nurses. The patient was discharge on (B)(6) 2025. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics arrived, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.